Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged on (B)(6) 2015 due to "hemolysis/clot¿. It was also reported that the cause of the hemolysis was pump thrombus. Prior to the exchange, the patient had dark red blood in her urine for several days. Her hemoglobin had fallen more than 3 grams/dl, and the aspartate aminotransferase (ast), bilirubin, and lactate dehydrogenase levels were significantly elevated. The patient¿s inr goal was 2-3, and at the time of the event her inr was 4.0. The patient was treated with heparin and integrilin.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(4) registry stating: thrombosis, hemolysis.additional information was also provided:thrombus event: signs or symptoms: none.thrombus event: intravenous anticoagulation.thrombus event confirmed: yes.device malfunction: no.device malfunction causative factor: no cause identified.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the pump blood-contacting surfaces found two denatured, tissue-like thrombi in the rotor vanes. The shape and laminated layering of the proximal tissue indicated that the thrombus may have initially formed on the inlet bearing. The observed thrombi would have contributed to the reported hemolysis. The evaluation could not determine the cause of the thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.